Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep site confirmed the foot pedal was inoperative. They also found pins in the connector pushed back. He reseated the same foot pedal and now it is operating properly. He was able to confirm communication fail on initial boot up, follow-up boot ups were normal. Error logs were pulled and the system has multiple issues to include tube overtemp on display. The sbc kit and gib were installed, he re-loaded software and associated files back to system. System operates as intended.

Event description:
The customer reported that the foot pedal was not working and a communications failure error message on displayed on the system.